Event description:
The customer reported that the system continued to emit an alarm tone as if it were exposing x-ray. Based upon the info in the case, the system locked up. There is no report of injury or death.

Manufacturer narrative:
A ge service representative performed an on site investigation. The reported issue could not be duplicated. Onsite investigation revealed that no cause could be determined. The system was tested and found to be working as intended and put back into service.